Event description:
During follow-up, the device was unable to be interrogated, and no pacing function was noted. The physician suspected premature battery depletion, the device is awaiting explant and replacement. The patient is in stable condition.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.